Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 08.520.120s, lot ds7003422: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: october 11, 2019. Expiry date: july 01, 2024. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process. H3, h6: a product investigation was completed: temperature mapping was executed on the equipment; the pressure is calibrated annually, and the results were similar to previous temperature mappings. There were no issues during the manufacture of this product that would contribute to this complaint condition. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; h4. H6: reviewing attached picture, the complaint description can be confirmed that the polyethylene and titanium parts detached each other. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data: d10. G1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ftl, ftm. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the surgeon attempted to cut synpor ti reinforced fan plate for use at which point the polyethylene and titanium parts detached from each other. The procedure was successfully completed by using another product. Fragments were generated and removed without additional intervention. The patient outcome is unknown. This complaint involves one (1) device. This report is for one (1) synporti reinforced fan plate 0.8mm thick-sterile. This is report 1 of 1 for (B)(4).